Event description:
It was reported that a patient presented via a remote transmission showing non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device will be monitored. No patient symptoms were reported.